Event description:
During a gore excluder bifurcated endoprosthesis procedure, the physician deployed the device successfully. However, while ballooning the device, the patient's aorta was dissected. The physician converted the patient to an open repair, stitched the dissected aorta, and then closed the patient and proceeded with the endovascular procedure without incident. The physician reported the patient had weak vessel walls. The patient is doing well following both procedures.